Event description:
It was reported that, "the open end wrench 8/10mm didn't fit the scn nail holding screw."

Manufacturer narrative:
Associated device: wrench 8/10mm; catalog # 1806-0130, lot # k830498. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Evaluation revealed that the root cause could not be clarified because the products were not available for investigation. The nail holding screws manufacturing history indicates the devices were manufactured and accepted into final stock with no reported discrepancies.